Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 429 mg/dl. Symptoms that were reported at the time of the incident included nausea, vomiting, abdominal pain and difficulty in breathing. The customer treated her high blood glucose with injections and seemed to respond. Troubleshooting was provided. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for analysis.